Manufacturer narrative:
Received two 2.6f x 50cm double lumen PICC catheter for evaluation. The catheters were cut between the 17 cm and 18 cm depth marks. A functional evaluation of the catheters revealed both catheters leak on the 21ga side lumen between the hub and the 1st depth mark when flushed. The device was forwarded to the engineering department for further evaluation. A dimensional analysis was completed on the returned catheters. All specifications were met. The root cause of the failure is attributed to the lumen bunching during stylet retraction. The stiffening stylet can stick inside the lumen during retraction if not flushed with saline or if the catheters lumen is bent or coiled. The force applied to the stylet during retraction can easily surpass the column strength of the lumen causing it to bunch up. This bunching stretches the lumen and causes the stylet to rub against the lumen. This interaction can lead to a hole developing in the lumen. It is recommended that the lumen is flushed and allowed to remain as straight as possible before retracting the stiffening stylet. If bunching occurs, release the pressure on the stylet and start again with a slow steady motion.

Event description:
It was observed that a 2.6f medcomp PICC line was in a pt and leaking at the hub, just distal to the junction of the hub and catheter. There was no pt injury but the catheter needed to be changed. When they pulled another 2.6f catheter, they noted a hole in the second catheter in about the same location.

Manufacturer narrative:
An investigation has been initiated. When the investigation is completed, a final report will be submitted.